Event description:
It was reported the patient's entire system was removed due to an infection. No symptoms or outcome were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.